Event description:
Patient experienced bleeding upon removal of the catheter.

Manufacturer narrative:
An indwelling foley catheter was being changed by a home care nurse due to urine leaking around the meatus. The catheter was removed without difficulty. Upon insertion of the new catheter, a large blood return was noted and the patient complained of pain. The catheter was removed and the bleeding continued. The patient was taken to the hospital where he received blood transfusions. The catheter was not returned for evaluation. No lot number was reported. We have not received any similar reports involving this catheter. The nurse who inserted the new catheter stated she had no difficulty with the catheter insertion. The integrity of the catheter's balloon had been tested prior to insertion and no issues were identified. The cause of the bleeding is not known. No medical documentation was provided to the home care nurse regarding the cause of this bleeding. We have no documentation to indicate the catheter caused or contributed to the bleeding but in an abundance of caution, this medwatch is being filed.